Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. To resolve the issue, the supplies were changed. Additionally, a minimum fill notification occurred after the customer filled the cartridge with 300 units of insulin. Blood glucose level ranged from 220-393 (mg/dl). A new cartridge was loaded successfully and insulin delivery was resumed.